Manufacturer narrative:
Race: the patient is of afro-carribean origin. The event was reported to have occurred on an unreported date in (B)(6) 2019. (B)(6). Literature article: jheeta, a.s., rangaiah, j., clark, j., makanjuola, d. And somalanka, s. (2020). ¿mycobacterium abscessus - an uncommon, but important cause of peritoneal dialysis-associated peritonitis ¿ case report and literature review¿. Bmc nephrology. 21:491. Available from https://doi.org/10.1186/s12882-020-02146-4. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A study was performed in which a peritoneal dialysis (pd) patient experienced peritonitis which was manifested by mild abdominal discomfort and cloudy effluent. The cause of peritonitis was not reported. The patient was treated with intraperitoneal vancomycin and gentamicin (doses, frequencies and durations were not reported) for peritonitis. On day five of antibiotic treatment, the patient developed worsening abdominal pain and was hospitalized to the renal unit. The patient was treated with intravenous vancomycin and gentamicin (doses, frequencies and durations were not reported) and was subsequently changed to intravenous meropenem on day seven of treatment. On day eight, the patient was on quadruple therapy with intravenous amikacin, clarithromycin, tigecycline and imipenem with cilastatin (doses, frequencies, durations were not reported) for the event. On day 16, clarithromycin was discontinued and on day 26, tigecycline was discontinued. On day 35, the patient remained "clinically well" on dual therapy with intravenous amikacin and imipenem and was discharged. The patient continued on antibiotics for five months and linezolid was added during the last six weeks of therapy. It was reported that the pd catheter was removed and the patient was switched to hemodialysis. No additional information is available.